Manufacturer narrative:
Siemens filed MDR 1219913-2023-00187 initial report on 2023-09-08. Additional information - 2023-09-20 siemens concluded investigation for an outside of the united sates (ous) customer for an elevated atellica im ca 19-9 patient sample result that was lower upon retesting. The customer service engineer (cse) inspected the system and as part of normal troubleshooting, replaced the sample vertical plunger, sample air pump and the sample probe tubing which was broken from the sample probe transducer to the sample pump. These actions returned the system to normal operation. These service actions are considered normal troubleshooting for issues of this nature. Based on the investigation, a product performance issue has not been identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained an elevated atellica im ca 19-9 patient sample result that was lower upon retesting, as expected. The initial discordant result was reported and questioned by the physician. A corrected report was issued. There are no allegations of patient or user intervention or adverse health consequences due to the discordant ca 19-9 result.

Manufacturer narrative:
An outside of the united states (ous) customer obtained a discordant elevated atellica im ca 19-9 patient sample result that was lower upon retesting, as expected. Siemens's customer service engineer (cse) performed troubleshooting and the following actions were performed: checked analyzer and found tube results abnormal. Replaced sample arm parts. Performed dummy test, results were ok. Qc was performed and results were ok. The limitations section of the instructions for use (IFU) states, "warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." Siemens in investigating.